Event description:
The (B)(6) county sheriff's report stated that on (B)(6) 2020, at 2:30 p.m., sp2 called 9-1-1 to report that the va "was not breathing." Sp2 and p2 performed cardiopulmonary resuscitation (CPR) until first responders arrived and took over the va's care. Law enforcement officers (leo1 and leo2) also arrived, and "within minutes," paramedics arrived and pronounced the va deceased. First responders told leo2 that they believed the va "had been deceased for several hours or more," and when the medical examiner arrived, s/he told leo1 that the va "had been deceased for a while at least twelve hours." "The (person) was largely unresponsive during most, if not every, check, and even when (staff) was shaking the (person's) shoulder," the report said. "In fact, during the almost 24 hours that the (person) remained in his/her bed, the (person) moved his/her body one time, and might have kicked his/her legs one or two times. The (person) also never got up to use the bathroom, never spoke a word, never opened his/her eyes, and missed all of his/her meals and scheduled medications." The guardian also raised concerns regarding whether ect treatments were doing more harm than good for the vulnerable adult (va). There were times following an ect treatment where the va was unable to stand or walk. However, despite the concerns, the va's healthcare providers and the facility, "convinced [the guardian] that [ect treatments] were important," and so, the guardian allowed the treatments to continue. The guardian also learned, "after the fact," that the va had been having seizures which was not something that s/he had experienced before. (B)(6). Coroner determined the person died of a heart attack. Please note that new major adverse cardiac events (mace) and death after electroconvulsive therapy occurred in about 1 of 38 patients and after about 1 of 200 to 500 electroconvulsive therapy treatments. Duma a, maleczek m, panjikaran b, herkner h, karrison t, nagele p. Major adverse cardiac events and mortality associated with electroconvulsive therapy. Anesthesiology. 2019;130(1):83-91. Doi:10.1097/aln.0000000000002488; how many physicians/nurses/hospital support staff are not filing official reports with maude though they are legally mandated reporters? FDA safety report ID # (B)(4).